Event description:
It was reported that the device overheated during a procedure. There was a delay as a backup unit was used to complete the procedure. There were no adverse consequences alleged with this event.